Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the eupora, solarice, nc euphora, nc solarice and sprinter legend poba balloon catheters and everest inflation device & accessories. Survey results from a cardiovascular surgeon in practice 25 years. In the past two months the physician has used euphora, sprinter legend and everest devices. The physician uses approximately 5 everest, 4 euphora and 3 sprinter legend devices in an average month. During a procedure two nc euphora devices (2.00 x 6 mm and 2.00 x 8 mm), one 1.50 x 6 mm euphora device, two everest devices and one piton y-adaptor were used to treat a totally occluded small vessel. One nc euphora was used for angioplasty alone and the other was used for pre-dilation. The euphora device was used for pre-dilation. Nc euphora: it was reported that deflation difficulties occurred in vivo and intervention was required, sheath stylette removal difficulties occurred during device preparation in vitro. It was reported that the device which was used for angioplasty alone performed unsuccessfully. It was stated that the other device performed successfully. It was also reported that a local hematoma occurred. Euphora: it was reported that deflation difficulties occurred in vivo and intervention was required, sheath stylette removal difficulties occurred during device preparation in vitro. It was also reported that a local hematoma occurred. Everest: it was reported that connection difficulties and physical resistance/sticking occurred in vitro during device preparation of one of the devices. It was also stated that the device was not functioning well.